Event description:
Patient representative later reported ¿severe inflammation of the breasts and the risk to your health¿ [as reported]. The device has been explanted.

Event description:
Patient reported left side rupture, pain that is getting worse, left breast is swollen... Left breast also has ¿drops¿. It was later reported ¿severe inflammation of the breasts and the risk to your health¿ [as reported]. The device has been explanted. Later healthcare professional reported capsular contracture baker grade IV, rupture, silicone leakage, and "small drops of liquid." Patient representative also reported "cancer cells."

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b5, b6, h6.

Event description:
Later patient representative reported capsular contracture baker grade IV, silicone leakage, and "small drops of liquid".

Manufacturer narrative:
The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side rupture, pain that is getting worse, left breast is swollen. Left breast also has ¿drops¿. The device remains implanted.